Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded this complaint is related to MDR #1828100-2015-00897. The field service representative (fsr) confirmed the reported issue. The fsr replaced the damaged arterial monitor temperature / pressure circuit board and tested operation satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature probe connector was broken. The device was not changed out, as they finished the case using another temperature device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found the temperature probe connector to be broken. The temperature jack on the temperature/pressure board was damaged. When tested in a lab use only arterial monitor, the board would read temperature, but when the temperature plug was mechanically agitated, the temperature readings would blank. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.